Manufacturer narrative:
Submit date: 11/9/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports the lid will not slide freely.

Manufacturer narrative:
No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation, based on an actual sample, was unable to be conducted. The method of root cause analysis that was implemented in this investigation was to conduct a six m assessment. The assessment evaluated potential causes: man, material, method, measurement, machine, and mother nature (environment). The significant causes were noted and addressed. The device history record (DHR) could not be reviewed. Therefore, startup/line clearance, assembly machine setup/operation, in-process inspections, and injection molding processes/operations could not be evaluated in relation to the reported event. It is noted that the injection molding could have been a factor, as parts may not slide as designed due to mold issues. Quality testing/measuring systems, the resin material used per bom requirements and environment/temperature humidity would not be contributors to the reported event. However, packaging is a potential cause as the lid molded parts may have been damaged/deformed during packing before transport to the final destination. The reported customer complaint could not be confirmed. The possible root cause of this event was damage of mold components during transportation within the manufacturing facility. A specific root cause could not be determined. This complaint will be utilized for tracking and trending purposes.